Event description:
OEM customer int'l affiliate (custom pack) reported to us that they received a complaint from one customer that reported two cases of sands of sahara syndrome (sos) [also known as diffuse lamellar keratitis (dlk)]. Note: this MDR is for case 1 of 2 cases. Case two is reported in a separate MDR. The surgeon suspects the surgical spears. Patient treated with dexamethasone, neomycin (as preventive treatment). Celestene (betamethason), tobradex every hour since the second surgery. Visual acuity at d+1: 1/10. Presence of diffuse opacities. On 04/23/2008 confirmed that a second surgery had already done at d+1. Refractive consequences unknown for the moment. Additional information has been requested.

Manufacturer narrative:
Alcon submitted MDR's for these same events on 05/09/208 MFR report # 3002037047-2008-00024 for case 1 of 2 MFR report # 3002037047-2008-00025 for case 2 of 2. Three unopened foil packs of ocucel spears have been returned for evaluation. The sponge material meets the current specifications and spear tip has the correct shape. No fiber, flash, loose particulate, and no strings of material were found. No specific defects were identified that could be considered a confirmed cause of the dlk reported by the complainant . The diffuse lamellar keratitis can occur sporadically and has a variety of potential causes including talc from gloves, oil wax, metal fragments, silicates, bacterial endotoxin, epithelial defects, substances producted by laser ablation, particles from eye draped, meibomian gland secretions and povidone iodine.